Event description:
A report was received that after the pt had a fall, the stimulation was not covering her pain. The ipg database was analyzed and there was concern of a possible high impedance battery. The physician replaced the ipg and the pt is reportedly doing well.

Manufacturer narrative:
The ipg will not be returned to bsn, as it was discarded by the medical facility.